Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a primary plum set, clave secondary port, 2 clave y-sites, 0.2 micron filter, secure lock, 112 inch generated a leak during patient use. The report stated that the tubing leaked at the in-line filter and appeared like condensation with tiny droplets outside of the tubing. There was no patient harm reported.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.